Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer he was hospitalized due to low blood glucose level in the 40 mg/dl range. Customer was admitted in september or october customer stated he was shopping center and was going to leave but fell asleep, the police and paramedics were called. Customer stated low occurred frequently. Customer's current blood glucose was 80 mg/dl and stated he no longer has issues with lows since he stopped using the sensor. Customer wanted to know why the sensor and device functioned the way it did. No further information reported.